Manufacturer narrative:
Summary of evaluation: this event is not attributed to the howmedica bone cement byt rather to the johnson & johnson allergard synthetic gloves.

Event description:
The pt is latex sensitive. Immediately upon contact with the bone cement monomer, the j&j allegard gloves melted. The gloves also melted upon touching the mixed cement after insertion in the femoral canal. The surgical team members re-gloved and completed the procedure without adverse consequence to themselves or the pt.